Manufacturer narrative:
(B)(4). The patient was born in 1951. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to infuse. This occurred during infusion. The device was filled with 2500mg of fluorouracil and diluted with 37ml of 0.9% nacl. The fill volume was 87ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation was completed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A simulated use and functional flow tests were performed; the flow rate met product specification and no other issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.